Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and found to be within specification. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error. This error may result in a system lock up or prevent the system from booting to a usable state. No patient or user injury was reported.